Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. There are no other similar complaints reported against this batch. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vaso view hemopro was smoking and the device had not been activated. The device was immediately pulled out of the sheath to examine it and the jaws were open but the tips were red and heating up. They believe it has apparently shorted out. A replacement device was used to complete the procedure. The hospital did not report any patient effects.